Event description:
Magnesium in 50 ml was to run over two hours. Pump alarmed that it was finished after 27 ml infused and indeed bag was finished. Rate was set at 25 ml/hr. Three rn's checked settings.